Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) had screen and button functionality issues. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The full name of the initial reporter is (B)(6). Testing of actual/suspected device ((B)(4)): a getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. The fse arrived onsite to find unit working with out any issue. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.